Event description:
It was reported that the device battery reached the recommended replacement time sooner than expected. It was also reported that the device did not trigger an audible tone to alert the patient to the status of the device. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Time of elective replacement indicator (eri) in save to disk occurred on (B)(4)-2011, device eri<=2.62 volt. Weekly battery voltage log data shows min bat=2.64 to 2.62 volts minimum between (B)(4)-2011. Two - patient alerts for low battery voltage occurred on (B)(4)-2011.

Event description:
It was reported that the device battery reached the recommended replacement time sooner than expected. It was also reported that the device did not trigger an audible tone to alert the patient to the status of the device. The thresholds were noted to have increased since implant and the sensing value was decreased and low compared to implant. It was additionally reported that the device had no pacing and no output. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device was analyzed. Time of elective replacement indicator (eri) in save to disk occurred on (B)(6) 2011, device eri<=2.62 volt. Weekly battery voltage log data shows min bat=2.64 to 2.62 volts minimum between (B)(6) 2011. 2 - patient alerts for low battery voltage occurred on (b)(46 2011. This supplemental was generated in part due to the receipt of a 3500a report. Section f has been updated to reflect that report.